Event description:
It was reported that during a paroxysmal atrial fibrillation ablation procedure using a faradrive sheath, after a farawave catheter was inserted into the faradrive sheath, air bubbles kept on coming from the sheath into the aspiration syringe and the doctor could hear noises coming from the sheath valve. The farawave catheter was removed and put back in with no resolution. The sheath was exchanged and the procedure was completed successfully. It was further noted that after investigation by the doctor, an episode of widened qrs was found during the procedure that could have been created by an air bubble, however, no air was allegedly seen entering the patient body. After the surgery, the patient showed no sequel. The patient fully recovered from the event. It was further reported that the widening of the qrs was spotted when the physician was about to change the faradrive after air bubbles kept appearing. The transseptal was done, and the faradrive was in the left atrium and farawave was inserted into the sheath for aspiration at this point. No intervention was done to treat the widened qrs. The qrs was already getting thinner when it was spotted. At the time, the user did not know the origin of the reported event. Analysis of the electrocardiogram (ECG) records confirmed the qrs returned to normal about five minutes after the finding. The physician was thinking about air embolism or coronary spasm caused by potential drug abuse due to the patient profile. The next day, after further investigation coronary spam was ruled out, leaving the air embolism as the main hypothesis. No issue with the farawave noted.

Manufacturer narrative:
B5: describe event or problem- updated. The device has not been received for analysis. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal atrial fibrillation ablation procedure using a faradrive sheath, after a farawave catheter was inserted into the faradrive sheath, air bubbles kept on coming from the sheath into the aspiration syringe and the doctor could hear noises coming from the sheath valve. The farawave catheter was removed and put back in with no resolution. The sheath was exchanged and the procedure was completed successfully. It was further noted that after investigation by the doctor, an episode of widened qrs was found during the procedure that could have been created by an air bubble, however, no air was allegedly seen entering the patient body. After the surgery, the patient showed no sequel. The patient fully recovered from the event.